Event description:
It was reported that the lead was explanted two days post implant due to no capture, no pacing in bipolar, and high thresholds when programmed to unipolar. No patient complications have been reported as a result of this event.